Manufacturer narrative:
Exemption number: e2013009. (B)(6) (importer number: (B)(4) is submitting the report on behalf of berlin heart gmbh(manufacturer). The customer complaint can be confirmed. Initial visual examination of the returned blood pump could not identify any defects. For further investigation, the pump was submitted for an external CT examination. All three membrane layers lay parallel to one another. No abnormalities were detected in the three membrane layers. No particles were noted between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually examined. After the air chamber was demounted loose graphite could be found in the edge area of the membrane under the stabilization ring. All three membrane layers were intact. No membrane defect could be detected. At the time of investigation, the thickness of the individual layers at all the fixed locations was re-measured and found to be within specification. During the production of excor blood pumps, graphite powder is applied to both surfaces of the air-side and middle layer, as well as to the inner surface of the blood-side layer of the membrane. During pumping function when in use on the patient, a small amount of graphite particles may detach from the outer surface of the air-side layer. In this case, graphite particles were most probably loosened by friction between the membrane and the stabilization ring and these detached graphite particles then collected at the position on the membrane edge, as noted in the clinic, leading to an abnormal appearance. During transport, the loosened graphite shifted under the stabilization ring and could not be seen until pump was disassembled. Since the abnormality led to uncertainty for the customer, we recommended an exchange.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 to (B)(6) 2019 (20 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation of the returned pump is currently ongoing and an analysis report will be provided as soon as available.

Event description:
Berlin heart (B)(4) was informed by the clinic that the right excor blood pump of a patient supported in the bivad configuration displayed a membrane abnormality. The clinic provided berlin heart with an image of the blood pump at the time of the incident. Upon evaluation, berlin heart (B)(4) recommended an exchange of the blood pump. The affected blood pump was exchanged by trained personnel at the clinic. The replacement of the blood pump was without complications and the patient in doing well.